Manufacturer narrative:
Correction: the lot # and returned samples has been updated. The following information has been corrected: d.2. Medical device lot#: 8297527 d.4. Medical device expiration date: 2021-10-31 d.10. Device available for eval? Yes d.10. Returned to manufacturer on: 2019-04-23 h.3. Device return to manuf.? Yes h.4. Device manufacture date: 2018-10-24

Event description:
It was reported that after inserting the cathena 22gx1.00in straight bc into the patient, blood was observed leaking from a hole in the hub. The following information was provided by the initial reporter: "nurse had inserted cathena cannula in patient. She noticed blood leaking from a hole in the hub."

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after inserting the cathena 22gx1.00in straight bc into the patient, blood was observed leaking from a hole in the hub. The following information was provided by the initial reporter: "nurse had inserted cathena cannula in patient. She noticed blood leaking from a hole in the hub".

Event description:
It was reported that after inserting the cathena 22gx1.00in straight bc into the patient, blood was observed leaking from a hole in the hub. The following information was provided by the initial reporter: "nurse had inserted cathena cannula in patient. She noticed blood leaking from a hole in the hub."

Manufacturer narrative:
Investigation: our quality engineer inspected the returned unit and confirmed a hole in the catheter which may have contributed to the leakage observed. The manufacturing process was reviewed. There is no process in our facility that could have created the damage observed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Therefore, a definitive root cause could not be determined.